Manufacturer narrative:
Batch review performed on 4 december 2020: lot 189155: (B)(4) items manufactured and released on 15-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 10 months after the previous surgery reporting pain due to a loose tibial component. The cause of the loose tibial component is unknown. The surgeon revised the tibial component and the insert. The surgery was completed successfully. Previously this patient had a liner revision due to infection.